Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a shaft kink occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left circumflex artery (lcx). While performing a percutaneous coronary intervention, an attempt to cross the lesion was made with the guidezilla device; however it was noted the proximal section was kinked. The procedure was completed with a different device and there were no patient complications reported. The patient status is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination revealed a partial separation at the collar/proximal shaft bond with the ptfe intact and damage to the collar. The shaft was kinked 6cm and 7.5cm from the collar. Microscopic examination presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).